Event description:
It was reported during the trial scs procedure, the physician was unable to place the lead into the epidural space despite multiple attempts. The physician stated this was due to anatomical issues. The case was aborted and the staff disposed of the associated lead.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.